Event description:
The surgeon was not able to assemble the modular liner and the modular shell and another liner was used.

Manufacturer narrative:
As described in the evaluation summary, this liner was assembled easily with its mating part. It was reported by (B) (4) that the surgeon felt, there may have been tissue between this part and the mating part that prevented assembly. Another liner of the same part number was used and the assembly occurred without further complications. A review of the part DHR showed no deviation from normal processing. Analysis of returned part - conducted by (B) (6), product development engineer: visual analysis: the only thing of significance was evidence of the force used in multiple attempts to seat the liner as evidenced by round indentations in the plastic that would correspond with the screw holes of the modular shell into which the surgeon attempted to seat the liner. Dimensional analysis: the dimensions associated with the outside surface (mating surface) of the liner were made and all dimensions were within specification. Functional analysis: the liner was assembled with an acetabular cup that would typically be used during a surgery. Liner assembled easily without any notable problems.